Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. Right hip demonstrate cemented right total hip arthroplasty with pressfit cup. After review of medical records patients was revised was due to dislocation, pain and instability and paroxysmal atrial fibrillation . Revision notes reported of scar tissue. Head and poly liner were removed. Cup and stem were well fixed and stable and in good position thus not revised. There is heterotopic ossification. Tripolar construct (bipolar head and poly liner) were implanted. Doi: 2001, dor: (B)(6) 2016, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the x-ray evidence provided found insufficient evidence to confirm an implant issue. No sign of implant dislocation was observed on the evidence provided. The reported condition could not be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.